Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material was a simethicone type product. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation. In addition to the reported in b5, the device evaluation found the following: the light cover glasses were chipped, the distal end cap was worn, the distal end adhesive was discolored, the control body aspiration housing color ring was worn, the control body air/water housing colored ring was worn, the image was out of alignment, the hot and cold test displayed a misty image, the up angle was not to specification, the down angle was not to specification, the right angle was not to specification, the left angle was not to specification, there was up/down angle play evident, there was left/right angle play evident, the water flow was not to specification, and the water removal was not to specification. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope had a blockage in channel 3, 4, and 5. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable event was found: contamination in the air and water channel . This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.